Manufacturer narrative:
The na cartridge lot number and expiration date were not provided. The customer cleaned the probe and had recently replaced the electrode. The field service engineer (fse) cleaned the flow path and replaced the sipper syringe seals, the pinch tube, the sipper tube, and the ise dilution bath. Ise checks were acceptable. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for na electrode (na) on a cobas 6000 c501 module. The initial result was 157 mmol/l with a data flag. The repeat result was 144 mmol/l.

Manufacturer narrative:
The customer has had no further issues. The investigation determined the event was consistent with a maintenance issue.